Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The unit was checked by connecting a test trainer and a catheter. The iabp was returned to the customer in working condition.

Event description:
N/a.